Manufacturer narrative:
No list # 140099290 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed. Possible lot numbers 925775h (manufacturing date 8/2018/expiration date 8/2021) or 896175h (manufacturing date 5/2018/expiration date 5/2021).

Event description:
It was reported that the device involved in the event experienced a leak at the filter. Additional information received on 9/2/2019 indicated the leak was of unknown chemotherapy or biotherapy. The pump pressure was reported to be set at standard-setting between 300-3015 mmhg. There was no patient harm reported. No additional information is available.